Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step related to the sensor board during testing.

Manufacturer narrative:
The customer rejected the estimate and the device was scrapped, per the customer's request.